Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed on (B)(6) 2021. The patient completed his radiation treatment in (B)(6) 2021. However, in (B)(6) 2022, the patient presented with persistent pelvic discomfort, intermittent rectal discomfort, and anorectal pressure. Typically followed by hard bowel movements, without any bleeding and without obstruction. The patient did not have infectious symptoms. The patient then had a colonoscopy with a biopsy in order to aspirate the residual spaceoar vue. The biopsy was negative and there was a very small amount of material that could be aspirated. It appeared the patient's body reacted to the hydrogel by walling it off. In (B)(6) 2022, magnetic resonance imaging (MRI) was performed, and it was reviewed side-by-side with the original computerized tomography (CT) scan performed in (B)(6) 2021. The MRI showed that in the exact location of the spaceoar vue, there is either a fluid collected or undissolved spaceoar vue. Per the CT scan, the contrast seemed to have dissipated, although the collection is in the exact same location as the hydrogel was. The plan is to observe the patient closely including for any signs of infection. Boston scientific corporation became aware of an article in which an event, previously assessed, is reported. The event is being highlighted once again through the article: retained perirectal hydrogel spacer at 15 months after placement for prostate-directed radiation therapy. Practical radiation oncology (2023). By rummel, k.a et al. Per the article, it was reported that the patient received external beam radiation therapy. The patient tolerated the spaceoar vue implant during the course of the radiation treatment with only mild-moderate urinary symptoms which were managed conservatively. After the competition of the radiation treatment, the patient underwent a sigmoidoscopy which revealed mild mucosal erythema limited to the distal rectum without ulceration. The biopsy also revealed a focal erosion and telangiectasia. The CT scan and MRI indicated likely retained hydrogel. The patient reported that his symptoms were improving after conservative interventions.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block g2: (B)(6). Block h6: device code a04 is being used to capture the reportable event of gel- lasts too long. Patient code e2326 is being used to capture the reportable event of inflammation. Patient code e2006 is being used to capture the reportable event of erosion. Block h11: blocks a2, b5, b7, g1 and g2 were updated based on additional information received on october 30, 2023.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed on (B)(6) 2021. The patient completed his radiation treatment in (B)(6) 2021. However, in (B)(6) 2022, the patient presented with persistent pelvic discomfort, intermittent rectal discomfort, and anorectal pressure. Typically followed by hard bowel movements, without any bleeding and without obstruction. The patient did not have infectious symptoms. The patient then had a colonoscopy with a biopsy in order to aspirate the residual spaceoar vue. The biopsy was negative and there was a very small amount of material that could be aspirated. It appeared the patient's body reacted to the hydrogel by walling it off. In (B)(6) 2022, magnetic resonance imaging (MRI) was performed, and it was reviewed side-by-side with the original computerized tomography (CT) scan performed in (B)(6) 2021. The MRI showed that in the exact location of the spaceoar vue, there is either a fluid collected or undissolved spaceoar vue. Per the CT scan, the contrast seemed to have dissipated, although the collection is in the exact same location as the hydrogel was. The plan is to observe the patient closely including for any signs of infection.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code a04 is being used to capture the reportable event of gel- lasts too long. Patient code e2326 is being used to capture the reportable event of inflammation.